Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "early hyperopic refraction then full z syndrome developed at 19 days post-op with high myopic and cylindrical refraction". The lens was exchanged on (B)(6) 2015 with another lens of same model but different diopter power. A capsular tension ring (ctr) was also placed. The surgeon indicated that the likely cause of the event is "small eye, iol z'ed due to not enough space in the capsule". The patient developed mild cystoid macular edema (cme) following second procedure. The patient will be monitored. This event refers to the patient left (os) eye.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found a tear in the optic. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7442401) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Event description:
Additional information received indicates that this event pertains to the patient's right (od) eye not to left (os) eye as previously reported.